Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: after vessel closure. It was reported that a physician untrained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieve using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.